Event description:
It was reported that there was an error in the syringe flange not in place. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "syringe flange error¿ was confirmed during review of the pumps alarm history. The error was not duplicated. The cause of the error was due to not loading a syringe behind the ear clip. The pump was recalibrated and tested passing all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.